Event description:
Deployment sheath removal difficulty. The report received indicated that during a carotid artery stenting procedure, the angioguard xp emboli capture guidewire system was delivered distally to the target lesion, the physician tried to remove the deployment sheath; however, there was resistance and the physician could not remove the deployment sheath. Eventually, the sheath could be withdrawn, but the filter seemed deformed by fluoroscopy. Therefore, the angioguard was removed from the pt without any difficulties and to continue the procedure, the physician exchanged to a new product. There was no adverse consequence to the pt and the pt procedure was completed successfully. Additional info indicated, the filter seemed deformed after the deployment sheath was removed with difficulty; therefore, the deformation could be a result of the difficulty removing the deployment sheath. However, there was no evidence that the deformation was a separate problem. The only difficulty reported by the physician was the large amount of friction encountered while removing the deployment sheath. No other difficulty was reported. The procedure included treatment of a lesion in the internal carotid artery; the vessel was heavily calcified, moderately tortuous and presenting 99% stenosis.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional info will be submitted within 30 days upon receipt. See scanned page.